Manufacturer narrative:
Block b3: estimated based on the date of the 109th annual meeting of the japan gastroenterological endoscopy society on-demand viewing. Block g2: study ws07-12 eus-hgs in the elderly by keigo oshiro, nozomi okuno, and kazuo hara from the aichi cancer center. Block h6: patient code e233605 captures the reportable event of septic shock. Patient code e1024 captures the reportable event of peritonitis. Patient code e2326 captures the reportable event of cholecystitis.

Event description:
Boston scientific became aware of an event involving an expect slimline sl from the 109th annual meeting of the japan gastroenterological endoscopy society on-demand viewing (workshop 7) titled eus-hgs in the elderly, by keigo oshiro, et al. Per the study, the safety and clinical outcomes of eus-hgs in elderly patients were examined retrospectively from january 2017 to september 2024. Severe complications mentioned includes septic shock, peritonitis, and cholecystitis. Please see the referenced article for full details.